Event description:
General report rec'd of multiple undocumented overdelivery events with the acclaim pump. Customer source reports that "the pumps have been at the facility for approximately 5 mos, and in that time period rptr has personally supervised nurses at the facility and in the pt homes and they are using the devices correctly." She inititally thought the overdeliveries may have been due to pharmacy underfill, but has since changed her mind and feels taht the pumps are overdelivering. The events most often involve tpn solutions and occur in pt homes. There have been no rports of any adverse pt effects due to the undocumented overdeliveries.